Event description:
Hcp reported the devices were removed due to infection. Drug used: morphine. The devices were explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info is received.